Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The returned insertion handles were subjected to a review based on manufacturing and material documents and it was determined that all requirements have been met and comply with specifications. In addition, the fracture surfaces show a homogeneous structure, which indicates a proper material quality. The insertion handles have dents and scratches, suggesting that these items were frequently used. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
In both insertion handles the nose has broken off. This is 1 of 2 reports for complaint (B)(4).